Event description:
Information was received from a patient who was receiving morphine via an implantable pump for non-malignant pain and chronic low back pain. It was reported that 2 refills ago, their refill date was put out 2 weeks past their empty date. Their alarm went off, and the pain hit them like a freight train running over them. It was brutal. The patient mentioned the manufacturing representative (rep) present at that appointment was different than their regular rep. The patient added they would get a refill every 56-59 days and have 35% morphine in their pump. They stated they have an appointment set up with their healthcare provider (hcp) for their next refill.

Manufacturer narrative:
B3: event date is asked/unknown. Continuation of d10: product ID a810 serial# unknown product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.